Event description:
Today, as I was placing my peripherally inserted central catheter (PICC), with the bard representatives at bedside, I had the stylet wire break off the last 3-4 cm when removing it from the PICC; it just fell on to my sterile drape. I am so glad that this did not break off when the very end was in the superior vena cava (svc) of the patient just seconds before. The remainder of the wire was successfully removed with no patient harm. We just switched to using this medical device and the event failure happened during training.what was the original intended procedure?PICC placement with 3cg tps stylet.device #1is this a laboratory device or laboratory test?no.